Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their drug infusion device. The drug being delivered was 100 mcg/ml morphine (unknown) with an unknown dose. The reason for use was non-malignant pain, failed back surgery syndrome, and spinal pain. It was reported that the patient had a pump removed due to infection. The healthcare professionals (hcp) did not know where the infection came from and he went into the hospital at (B)(6) 2001, they put in a pic line to clear up the infection. The doctor took it out, but the other doctor was not available to put in a replacement until (B)(6) 2002. The infection was resolved. There were no further complications reported/anticipated.